Manufacturer narrative:
Additional information: the device was returned with its original packaging, providing the lot number. Blocks d4 & h4 now provide the device lot number, expiry and manufacture dates. Block h6: device code a0510 captures the reportable event carrier retraction problem. Block h10: visual inspection of the returned capio slim device found that the ten riveting pins were in place. The head and cage were observed in good condition. However, the core wire was kinked and the carrier was misaligned. A functional test was performed three times and the carrier deployed without resistance and the needle anchored properly. Therefore, the report complaint of ''carrier retraction problem'' is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The capio device was functionally tested and during the product analysis, it was possible to found that the carrier was misaligned. However, the suture was loaded and the dart did not protrude from the distal section of the carrier. The handle was actuated and the carrier deployed penetrating properly the needle into the cage; the failure found (carrier misaligned) could have been caused by the kinked observed in the x ray. Several attempts and an excess of tension applied to the suture during the actuation of the device could generate the core wire kinked affecting the performance of the device. Therefore, the investigation concluded that the most probable cause for this event is adverse event related to procedure. Additionally, as the reported complaint of carrier retraction problem could not be confirmed, the investigation selected "no problem detected" as the conclusion code for this complaint.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a tension-free vaginal mesh procedure performed on (B)(6) 2021. After actuating the device during the procedure, a resistance was felt and noted that the carrier was unable to retract. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a tension-free vaginal mesh procedure performed on (B)(6) 2021. After actuating the device during the procedure, a resistance was felt and noted that the carrier was unable to retract. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.